Event description:
On (B) (6) 2008, the pt stated that he programmed a 1.4 unit "quick bolus" and 1.4 appeared to be frozen on the display. He stated that the symbol for the "multi-wave bolus" was displayed on the screen of the infusion device. He stated that he was confident he had programmed a quick bolus and not a multi-wave bolus. To troubleshoot, the pt was instructed to place his infusion device in the stop mode and he received the bolus cancelled alarm. He was then instructed to review the device history and "0.0" was shown for 15 minutes confirming a multi-wave bolus had been active. The pt then programmed a quick bolus and reviewed the bolus history. The 1.4 unit bolus was listed accurately in the bolus history. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.